Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The unit was delivered to the customer on july 30, 2013. The legal manufacturer was unable to determine the root cause. Lm reported that the most probable cause for the reported event is as follows: from the date of manufacture (june 6, 2013), it is assumed that the power switch was damaged due to the amount of operating force applied to the power switch and the number of times that the power switch was exceeded the assumed value because the product was a product prior to countermeasures due to a change in the power switch design. It is assumed that the switch on the front panel did not function because the power was not turned on due to damage to the power switch. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. Confirmed that there was no variation.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of the "power switch not functioning" was confirmed. An old version main switch was found damaged. In addition, a wore out scope socket slider switch was causing an intermittent use of the high intensity mode. The olympus lamp showed over 500 hours with light output below specifications. The cause of the switch damage cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, the power switch on the front of the video processor would not work. There was no report of patient involvement.